Event description:
"Caller alleged discrepant imprecision results compared with the same meter. Results as follows:" date: (B)(6) 2012; inratio: 5.1; inratio: 3.9. Time elapsed between each method of testing is ten minutes. Pt's therapeutic range was not provided.

Manufacturer narrative:
Investigation pending.